Manufacturer narrative:
Per user guide: failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was inadvertently connected to the infusion set during the fill tubing step. Customer's blood glucose (bg) was 70 mg/dl. Customer went to the emergency room (ER) and was provided food to consume to address bg. Customer was educated on how to prevent the low bg in the future. After 2.5 hours, customer left the ER in stable condition. Bg was 70 mg/dl.